Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a consumer receiving fentanyl, dilaudid, and bupivacaine at an unknown rate and concentration via intrathecal drug delivery pump for non-malignant pain and other non-malignant pain. It was reported that the pump was alarming or beeping and getting code '8476' on their personal therapy manager (ptm) screen when requesting a bolus. The patient reported also starting to "feel strange". The pump had stopped working.